Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system reported their scs system program was no longer working. It was identified that the system had disconnected electrodes. The patient's system was reprogrammed with two closed-loop programs. The programs did not provide the stability desired, so the patient underwent a revision procedure. All impedances were in range and the patient's therapy was restored following the procedure.

Manufacturer narrative:
Investigation of this event is in progress. Once the investigation is complete, a supplemental report will be submitted.

Manufacturer narrative:
The closed loop stimulator (cls), lead, and active anchor were returned for analysis. The lead failed functional testing due to multiple disconnected electrodes. The lead was inspected under magnification and multiple broken conductor wires were noted at the location of a kink immediately distal of the anchor fixation site. The cause of the break in conductor wires was not definitively determined, but implant technique likely contributed to the damage regarding the kink in the lead. When performing impedance checks on the cls, the device failed both impedance checks but passed all other testing. The impedance issues observed align with expected damage from electrocautery use. Saluda personnel advised that electrocautery was used to open to cls pocket during the revision surgery. The manufacturing records were reviewed. The product met all requirements for release with no anomalies identified.

Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system reported their scs system program was no longer working. It was identified that the system had disconnected electrodes. The patient's system was reprogrammed with two closed-loop programs. The programs did not provide the stability desired, so the patient underwent a revision procedure. All impedances were in range and the patient's therapy was restored following the procedure.